Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt messages / insecure belt connection) was confirmed. As received, the monitor was not able to obtain an ECG signal. Upon evaluation, the belt connector was pulled from the receptacle, damaging internal wires. The cause of the check belt messages is the lack of ECG signal. The cause of the lack of ECG signal is the damaged connector and wires. The root cause of the damaged connector and wires is excessive force placed on the belt receptacle while the belt was attached. No adverse event resulted from the damaged connector and wires.

Event description:
A us distributor contacted zoll to report that a patient experienced check belt messages and that the belt connection was not secure.